Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that ophthalmic gas was instilled into the eye of three patients during vitrectomy surgeries. Shortly afterward during follow up, the patients appeared to have no gas in their eyes. Patient impact information is unknown.

Manufacturer narrative:
The product directions for use (dfu) includes the note: do not use the contents after the expiration date printed on the cylinder label. The ophthalmic gas used by the customer was found to be expired however, whether the expired gas contributed to the reported event cannot be confirmed conclusively. Therefore, based on the information obtained, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received confirmed that the instilled gas was not mixed with anything. Additional patient information is confirmed to be unavailable.

Manufacturer narrative:
Additional information is provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided. Per the manufacturer, a review of confirmed complaints showed no trends for short ophthalmic gas bubble duration. The root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).